Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was difficult to inflate and deflate. The patient was unable to operate the device independently, and the physician reported concerns regarding the devices function. The patient later underwent implantation with an alternate inflatable penile prosthesis. There were no patient complications reported.